Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an electrophysiology (ep) ablation procedure, a device package was found compromised. The facility had recently had a new ep procedure room built and had to move the inventory. While prepping equipment for a procedure it was found that there was an opening in the package. There was no patient involved. It was noted the device was used past expiration date.

Event description:
It was reported that during preparation for an electrophysiology (ep) ablation procedure, a device package was found compromised. The facility had recently had a new ep procedure room built and had to move the inventory. While prepping equipment for a procedure it was found that there was an opening in the package. There was no patient involved. It was noted the device was used past expiration date.

Manufacturer narrative:
Device evaluated by manufacturer: the pouch was examined under the microscope with 1.0 x to 4.0 x magnification and 3 holes on the sealed pouch proximal to the seal of the proximal end were found, leaving the seal intact. Also part of the label sticker was removed. The overall pouch has evidence of damage. The unit carton was not received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).